Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, the bottom case, and the right case were cracked and there was visible contamination on the left plunger case. A review of the event history log identified force sensor bridge test in history. During functional testing was unable to duplicate the force sensor bridge test error during occlusion test. Broken and cracked screw-boss were found in left plunger case which is the causing intermittent error. The root cause of the problem was known and related to the design issue. A corrective and preventative action has been opened to address the reported issue. Replaced left plunger case. Performed all the functional tests which passed.

Event description:
It was reported that the pump was having a plunger issue. No patient injury was reported.